Manufacturer narrative:
As reported, post implant of the bard/davol ventralight st mesh, the patient experienced pain, skin lesions, adhesions and underwent subsequent surgical intervention for mesh explant. As reported, the symptoms were almost completely resolved followed mesh explant. The doctor noted the patient has an extremely thin physique and "the incidence of pain from an intra-abdominal mesh placement for small umbilical hernia would be very high and he literally is suffering due to the technical aspects of having an intra-abdominal mesh and fixation." While we cannot make a definitive conclusion it appears the patient anatomy may be contributing to the reported complication. Per the instructions-for-use supplied with the device, post-op pain and adhesions are potential adverse outcomes of surgery. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in mar, 2020. Mesh explanted.

Event description:
Alleged per maude event report (mw5103697): "dear FDA staff: I was injured by a hernia mesh product that the doctor told me that I wouldn't even feel it in my body. As you can see from the narrative of my experience written below, the doctor offered no help and I had to do my own research to find a doctor who could help me. I'm wondering why this hernia mesh was even approved for use in the human body in the first place? Why shouldn't hernia meshes be listed as a risky hernia device? Why aren't doctors trained on how to screen patients for potential problems? I pray that you will take my story seriously and help make sure this never happens again to anyone else. Please feel free to contact me if you need additional information and I thank you for whatever you can do. Here is a narrative of my experience: in (B)(6) of 2020, (B)(6), md performed a laparoscopic umbilical cord hernia repair with polypropylene mesh for a 1cm defect. I had done some research and expressed my concern about using a mesh but, dr. (B)(6) insisted he was using a high-quality mesh and that I wouldn't even feel it. However, the hernia surgery left me in horrible pain! Right away I felt intense pain whenever I did any activities in which I moved my abdomen, including sneezing, coughing, swimming, sex, etc. I also had painful skin lesions as well. When I returned to the doctor on (B)(6) I told him I felt like apollo 13 - "houston we had a problem." But he just claimed that his patients don't get pain and told me that if it hurts when I sneeze, then I shouldn't sneeze. However, living with a pain level 8/10 was not something I was willing to endure so I started doing research. I found a (B)(6) video from (B)(6) talking about hernia mesh issues and dr. (B)(6) hernia specialist from (B)(6) was featured. So I contacted his office and he actually called me back, looked at my operative report, and said it was either the mesh or the mesh staples that was causing my pain. This is the first time I had ever heard about natural tissue repair because my surgeon had never offered me that as an option. Dr. (B)(6) was more than willing to help me, but because I lives across the country in (B)(6), he suggested that I find another hernia specialist near me who is experienced in identifying the cause of post-hernia surgery pain. Then I discovered (B)(6) and (B)(6) groups for people injured by hernia mesh. I discovered a lot of great information and I discovered that there were many other people like myself who were also enduring incredible suffering following hernia surgery. After watching a (B)(6) episode with dr. (B)(6) md, from (B)(6) and getting referrals from the (B)(6) groups I felt more confident about seeing him in order to find a solution to my intense pain. Dr. (B)(6) met with me on two different occasions, and after my condition worsened, dr. (B)(6) performed a robotic mesh removal surgery with natural tissue repair six weeks ago on (B)(6) 2021. Dr. (B)(6) discovered "extensive adhesions between the mesh, my small intestines, and omentum. Now I am feeling close to 100% better, and even though there is a chance of hernia recurrence, at least I have my life back. I can breathe much more easily and I no longer feel like I have a python wrapped around my abdomen; I thank god this nightmare is finally over." Addendum per medical records: (B)(6) 2020 - the patient underwent a laparoscopic incarcerated hernia repair with implant of the bard/davol ventralight st mesh. (B)(6) 2020 - alleged redness and swelling around the right side of the umbilicus. (B)(6) 2020 - patient had complaints of periumbilical pain persisting for months after the laparoscopic umbilical hernia repair. Per the md notes, the patient has an extremely thin physique and "the incidence of pain from an intra-abdominal mesh placement for small umbilical hernia would be very high and he literally is suffering due to the technical aspects of having an intra-abdominal mesh and fixation." The patient was referred to pain management. (B)(6) 2021- patient followed up with the physician. Md notes the patient continues to have intermittent skin changes of redness in and around the umbilicus with swelling. Discussed possible surgery to remove the mesh. (B)(6) 2021 - patient underwent a robotic-assisted explant and primary suture closure of the residual primary hernia. Per the explant operative report, ¿adhesions were identified and extensive robotic adhesiolysis was then preformed without injury or difficulty. The plane between the mesh and the anterior abdominal wall was exposed dissected delicately and meticulously away from the abdominal wall, preserving the peritoneum and the posterior rectus sheath in its entirely. Ultimately, the mesh was completely separated from the abdominal wall¿ (B)(6) 2021- post-op visit, md notes the patient states ¿that the majority of all the symptoms are almost completely resolved.¿